Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely positive architect total -hcg result generated on the architect i2000sr processing module for a 42-year-old female patient in the gynecology department with a clinical diagnosis of a uterine mass (uterine myoma) requiring surgical resection. The following results were provided: (customer provided reference range: 0-5 m iu/ml). (B)(6) 2024 sid (B)(6) initial result = 268.97 m iu/ml. (B)(6) 2024 new sample result = <1.2 m iu/ml, the customer repeated the original sample and the result = <1.2 m iu/ml. Colloidal gold test strip result = negative. Additionally, it was mentioned the patient¿s routine tests were normal. The clinic postponed the patient¿s surgery for 3 days and the customer reported there was no patient impact due to the delayed surgery.

Manufacturer narrative:
The complaint investigation for falsely positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified a slight increase in complaint activity for lot 64278ud02, however, no increase in complaint activity was identified for list number 07k78. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 64278ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely positive architect total ¿-hcg result generated on the architect i2000sr processing module for a 42-year-old female patient in the gynecology department with a clinical diagnosis of a uterine mass (uterine myoma) requiring surgical resection. The following results were provided: (customer provided reference range: 0-5 m iu/ml) (B)(6)2024 sid (B)(6) initial result = 268.97 m iu/ml (B)(6)2024 new sample result = <1.2 m iu/ml, the customer repeated the original sample and the result = <1.2 m iu/ml. Colloidal gold test strip result = negative. Additionally, it was mentioned the patient¿s routine tests were normal. The clinic postponed the patient¿s surgery for 3 days and the customer reported there was no patient impact due to the delayed surgery.